Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21071, reference MFR. Report: 1627487-2014-21072. It was reported the pt's ipg site was infected. The pt had been to a primary care physician four months ago to treat the infection, however, it was unresolved. Additionally, the pt's ipg was 'sagging' at the bottom. It was also reported the pt had scraped her back at the lead incision site, and it appeared infected. Subsequently, the pt's entire scs system was explanted and it was reported the physician wants to wait six months for the wound sites to heal.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.